Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's representative is having problems charging the implanted neurostimulator (ins). The rep stated they have to hold the charger directly on the implant due to not being able to use the drape. Agent had them restart the wireless recharger (wr) off the docking station and attempt to connect to the implant. The rep attempted to connect to the ins but the issue was persistent. Agent had them reset the wr on the docking station and attempt to connect to the ins. The caller confirmed that the wr was able to connect to the implant and stay connected. The issue was resolved. Patient rep called back and asked if the ins is not flat, could that affect recharging? Rep noticed the right ins has not been flat for a couple months and patient has had several falls. Left ins was charged this morning and now is showing 25%. Patient services redirected to provider. Additional information received from the consumer reported the falls were not related to the device/therapy. The consumer mentioned one day the device was charged to 75% and the next day, it was in the danger zone. After charging to 100%, there were no similar problems. The patient noted the battery wasn¿t setting flat in the body as it seemed tipped at a 5 degree angle. The recharging issue seemed to be resolved at this time.